Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. It was stated that the customer was using expired insulin. It was also stated that the customer went to the emergency room today due to high blood glucose levels above 600 mg/dl. Again, it was stated that the customer may have been using bad insulin. Troubleshooting was performed. The bolus and basal rate totals did not match with the daily total amounts. Also found several no delivery alarms in the history. Advised that the insulin pump would be replaced due to the history anomaly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.